Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 598 mg/dl. The patient did not experience any symptoms of hyperglycemia, and she treated with an insulin pump bolus. The patient also mentioned that she has treated severe high blood glucose events with insulin pens as well. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. A high pressure test was declined due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and two tubing clamps were shipped to the customer in order to perform the high pressure test.